Event description:
The pt presented with a cva, and had unstable angina during the pt's admission. It was reported that during a direct stenting procedure (contrary to IFU), it was not possible to cross a focal, heavily calcified, 90% stenosed lesion in the mild rca; the stent was dislodged during removal of the stent delivery system (sds) and remained in the rca. A 1.5mm dilatation catheter was advanced through the stent and pressurized, deploying the stent. A 2.5mm dilatation catheter was then advanced and used to post-dilate the stent. It was observed that, although disease was present in the section of the vessel where the stent was deployed, it was not an area that the physician had planned to stent. Two stents were subsequently placed in the mid rca, one to cover the focal lesion. A 3.0mm dilatation catheter was used to post-dilate all three stents placed during the procedure. The pt was reported to tolerate the procedure well.